Event description:
This case was initially received via regulatory authority ((B)(6) on 02-feb-2018. This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ("uterus removed due to vaginal bleedings") and uterine perforation ("essure found under serous membrane") in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and fallopian tubes removal). Essure was removed on (B)(6) 2016. At the time of the report, the vaginal haemorrhage and uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation and vaginal haemorrhage with essure. The reporter commented: the physician had made a search to patients having essure implants inserted in their hospital during the years 2014 - 2017. From 185 essure insertions they found problems. This case refers to problem 6: uterus removed due to vaginal bleedings, essure spiral poorly in situ (essure found under serous membrane). Diagnostic results: essure found under serous membrane. Control visit was performed by ultrasound. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("hypermenorrhea") and fallopian tube perforation ("unilateral partial perforation on left side: essure found under tubal serosa") in a 37-year-old female patient who had essure inserted. The patient's past medical history included gravida ii and parity 2 (last delivery was not a c-section). Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 day after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (novasure and laparoscopic hysterectomy with essure removal) and surgery (salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the menorrhagia and fallopian tube perforation had resolved. The reporter provided no causality assessment for fallopian tube perforation and menorrhagia with essure. The reporter commented: the physician had made a search to patients having essure implants inserted in their hospital during the years 2014 - 2017. From 185 essure insertions they found problems. This case refers to problem 6: uterus removed due to vaginal bleedings, essure spiral poorly in situ (essure found under serous membrane). Patient was not breast-feeding at time of insertion. Both the insertion and the visualization of tubal os were easy. She has no complaints immediately after insertion. The first confirmation test did not confirm tubal occlusion, so a second confirmation test was performed due to hypermenorrhea. Patient was advise to not rely on essure based on the result of confirmation test. Despite partial perforation on left side, patient presented with no symptoms (it was identified at time of essure confirmation test, during a routine check-up). No organ or intra-abdominal structure were perforated. Right essure was noted to be in correct position. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Gynaecological examination - on (B)(6) 2015: no abnormal uterine findings prior to insertion. Ultrasound scan - on (B)(6) 2015: tubal occlusion was not confirmed. Ultrasound scan vagina - on (B)(6) 2015: tubal occlusion was not confirmed. X-ray - on (B)(6) 2015: tubal occlusion was not confirmed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29_jun_2018 for the following meddra preferred terms: 1. Fallopian tube perforation: the analysis in the global safety database revealed 1513 cases. 2. Menorrhagia: the analysis in the global safety database revealed 1361 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: questionnaire for uterine/tubal perforation with essure ¿ patient¿s demographic data; relevant medical history (02 pregnancies with 02 parities and no previous gynecological intervention); concomitant conditions (obesity); exams (gynecological, x-ray and ultrasound); essure insertion date ((B)(6) 2015); essure insertion details; previous reported events update (from essure found under serous membrane to unilateral partial perforation on left side: essure found under tubal serosa and from uterus removed due to vaginal bleedings to hypermenorrhea); onset date of event perforation ((B)(6) 2015); outcome of events perforation and hypermenorrhea (recovered on (B)(6) 2016); and essure removal method (laparoscopic hysterectomy and salpingectomy). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (valvira on 02-feb-2018. The most recent information was received on 12-jul-2018. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("hypermenorrhea") and fallopian tube perforation ("unilateral partial perforation on left side: essure found under tubal serosa") in a 37-year-old female patient who had essure inserted. The patient's past medical history included gravida ii and parity 2 (last delivery was not a c-section). Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 day after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (novasure and laparoscopic hysterectomy with essure removal) and surgery (salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the menorrhagia and fallopian tube perforation had resolved. The reporter provided no causality assessment for fallopian tube perforation and menorrhagia with essure. The reporter commented: the physician had made a search to patients having essure implants inserted in their hospital during the years 2014 - 2017. From 185 essure insertions they found problems. This case refers to problem 6: uterus removed due to vaginal bleedings, essure spiral poorly in situ (essure found under serous membrane). Patient was not breast-feeding at time of insertion. Both the insertion and the visualization of tubal os were easy. She has no complaints immediately after insertion. The first confirmation test did not confirm tubal occlusion, so a second confirmation test was performed due to hypermenorrhea. Patient was advise to not rely on essure based on the result of confirmation test. Despite partial perforation on left side, patient presented with no symptoms (it was identified at time of essure confirmation test, during a routine check-up). No organ or intra-abdominal structure were perforated. Right essure was noted to be in correct position. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Gynaecological examination - on (B)(6) 2015: no abnormal uterine findings prior to insertion. Ultrasound scan - on (B)(6) 2015: tubal occlusion was not confirmed. Ultrasound scan vagina - on (B)(6) 2015: tubal occlusion was not confirmed. X-ray - on (B)(6) 2015: tubal occlusion was not confirmed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: 1. Fallopian tube perforation: the analysis in the global safety database revealed 1602 cases. 2. Menorrhagia: the analysis in the global safety database revealed 1467 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 12-jul-2018: during internal review it was notified that the previously reported initial receipt date 02-feb-2018 is incorrect. The correct initial receipt date of the case is 14-feb-2018. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.